Manufacturer narrative:
There was no product returned for evaluation, as no product malfunction was alleged or identified. Review of the provided information identified a surgical error took place causing an incidental durotomy and subsequent intraventricular hemorrhage and subarachnoid hemorrhage unrelated to nuvasive product functionality. No additional investigation needed. Labeling review: "...warnings, cautions, and precautions: dural leak in cases of excessive load application or impingement of close vessels, nerves, and or organs by slippage or misplacement of the instrument..." "...potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries. Potential risks identified with the use of this system, which may require additional surgery include neurological, vascular or visceral injury, dural leak...¿ "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive to prevent potential injury to the patient..."

Event description:
It was reported on a clinical study on (B)(6) 2022 a patient underwent a transforaminal interbody fusion. An incidental durotomy occurred during surgery resulting in residual csf leak. MRI of the brain showed intraventricular hemorrhage in occipital horns and subarachnoid hemorrhage in bilateral sylvian fissures. No treatment was reported.